Event description:
It was reported that the physician was attempting to treat a severely tortuous and moderately calcified proximal lad lesion exhibiting 95% stenosis using a resolute integrity drug eluting stent. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. Device inspected and negative performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force used. It was reported that the stent was successfully deployed and balloon deflated with no issues noted, but as the balloon catheter was withdrawn it seemed to "catch" on the distal end of the catheter. It was reported that with some persistence the balloon catheter was able to be pulled into the catheter, but the wire came with it, although the catheter remained in the aorta. The same wire was used to require the vessel and a second resolute was deployed distal to the first one with no issues noted on either deployment or removal of the second balloon catheter. On removal of the balloon from the stent no resistance encountered as the device was retracted over the guidewire. No damage was noted to the guidewire on removal from the patient. Same guide catheter was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.